Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap cystectomy - "consultant tried using voyant for first time without rep present. He said the seal tone could be heard but it was not sealing. He stopped using it and opened a ligasure instead. Theatres do not have the hand piece to return." Patient status- no patient injury or illness occur associated with the complaint event. No complications caused to patient due to failure of device.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information from applied medical sales rep received (B)(6) 2017: the customer only tried to use if for a couple of minutes and did not think the seal cycle completed for each time he tried to seal - a total of four times. He does not think there were any generator alarms heard or seen. I don't have anymore information. This was the first time the surgeon and theatre staff had used the device and generator and unfortunately I was not present.